Manufacturer narrative:
Evaluation summary: evaluation revealed the long gamma nail to be the primary product. Information about concomitant products is not available. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material and manufacturing. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill (notching effect/creation of the starting point of the implant breakage at the lateral edge of the posterior bridge). A more precise statement is not possible with the information given.

Event description:
It was reported by the surgeon that his patient has a broken gamma nail that was revised on (B)(6) 2014.

Event description:
It was reported by the surgeon that his patient has a broken gamma nail that was revised on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.